Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: on examination, the display lens was severely scratched. On investigation, the pump powered on with a fully illuminated, fully functional display screen. Investigation did not duplicate the alleged blank display. Unrelated to the original complaint, the battery compartment was found to be cracked at the opening, the audio bolus button was punctured and difficult to push on testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).